Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump was received with minor scratches on the display window, cracked display window corners, and a cracked reservoir tube lip.

Event description:
It was reported that the customer was having issues with the buttons her insulin pump. Her blood glucose was 246 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.